Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an esophagogastroduodenoscopy (egd) and endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician tried to deploy the second flange into the stomach. However, the flange did not open appropriately. In an attempt to resolve the issue, the physician unlocked and wiggled the electrocautery introducer. Despite these efforts, the procedure was completed by replacing and using another of the same device. There were no patients' complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.